Event description:
Following cataract surgery, the protection from the potentially harmful blue-light spectrum is lost. The human crystalline lens provides a natural filter to protect the macula from the effect of sunlight. There is evidence that this blue light causes age related macular degeneration (amd), which is a cause of blindness. With the exception of the alcon acrysof natural iol, iols do not contain this critical protection.